Manufacturer narrative:
Product was not returned for review. Given the right conditions and with enough force, a wire can be bent/deformed. Information in regards to the storage conditions and external environmental factors (heat, light, moisture) in which the device was subjected to was not provided but may have played a role in this specific customer¿s experience. Ranir will continue to monitor via complaint reviews and complaint review monthly meeting.

Event description:
Consumer stated two broke off in his mouth. The metal piece that holds the brushes broke off in his mouth, it happened twice on two different brushes in the bag. It broke on a subsequent use, he's not sure upon which use it broke.